Event description:
During right minimally invasive thoracoscopic operation for a pneumothorax, at the conclusion of the operation a chest tube was placed through one of the incisions - 28fr straight chest tube. On a postoperative film, I noticed a radio-opaque structure along the chest tube in the soft tissue near the incision. This corresponded to the radio-opaque side hole of the tube that is cut by the manufacturer of the tube prior to packaging.